Event description:
It was reported that the user experienced hypoglycemia with a blood glucose low of 54 mg/dl after not consuming a meal per healthcare provider instructions. The user remained connected to the ilet and was unable to announce a meal because she had been advised not to eat following evaluation for chest pain later attributed to stress-related arrhythmia. The emergency department visit was for non-diabetes-related symptoms and was not related to use of the ilet. The user treated the low with oral glucose gel, and blood glucose returned to approximately 100 mg/dl without additional medical intervention. Investigation included user interview and review of the reported circumstances. No malfunction of the ilet device was identified, and the hypoglycemic event was attributed to reduced caloric intake rather than device failure. The user received education regarding appropriate meal announcements during the learning period and proper treatment of low blood glucose. If additional information becomes available, a supplemental report will be submitted.